Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, patient experienced epistaxis requiring stoppage of heparin. Patient experienced tingling in hand/fingers throughout most of the duration of support with swelling in right arm. Suction occurred periodically with no definitive resolution. Impella site had a hematoma. Short runs of non-sustained ventricular tachycardia overnight. Patient was put on dobutamine for low indexes. The patient was later bridged to transplant successfully and survived.

Manufacturer narrative:
Correction h6 health effect - clinical code. The investigation of the reported failure mode has been completed. No product was received for evaluation. Inflammation, epistaxis, nerve compression, hypotension: the cause of the injury was not determined due to insufficient clinical details. Tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Hematoma: the cause of the hematoma was not determined due to insufficient clinical details. Pump suction: after reviewing logs, multiple suction alarms were observed. No sudden motor current spike before the suction alarms was observed. The cause of low pump cannot be determined due to insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.